Event description:
It was reported that when the diamond burr was inserted the attachment wobbled and could not be fixed. There was no known impact to the patient at the time of report, additional information received as damaged tip bearings found during evaluation, also the follow up information indicated that the there was no impact to the patient in the prior to use event context.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device wobbles. The likely cause of failure was found to be damaged tip bearing. It was also noted that the markings were deteriorated. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.